Manufacturer narrative:
Device evaluation: the hawkone was returned with a cutter driver, spider fx, and 6f cook sheath. No other ancillary devices were included. The slider cover was connected to the cutter driver and was the remaining portion of the h1 was detached. The rotator assembly was not included with the returned contents. The damage to the slider cover/rotator assembly was likely post-procedural and not affiliated with the reported event. The thumb switch was returned detached from the slider cover. The hawkone and spider fx capture wire were loaded through the cook sheath. Approximately 8 cm of the distal assembly was sticking out from the distal rim of the introducer. Outside of the distal tip of the h1, the spider fx was shown loaded through the rotating tip gw lumen. The filter assembly was exposed and folded back proximally. The sheath assembly was inspected an verified the sheath was a cook and 8f. The filter assembly was inspected under microscope and found no damage to the filter, tip wire, or coiled tip. The capture wire proximal to the filter assembly was folded and showed multiple bends between the filter assembly and the distal rim of the introducer. The distal assembly of the h1 was inspected and observed the proximal end of the gw tubing of the rotating tip was protruding outward in the distal direction with the capture loaded. The gw lumen of the housing assembly showed a zipper tear throughout the component. The distal tip of the introducer showed a longitudinal crease at the tip. Buckling of the distal end of the sheath was noted. It was discovered the sheath showed a circumferential cut at the hub. The distal face of the observed cut was approximately 44 cm from the distal rim of the sheath. The spider fx capture wire and torque shaft of the h1 were visible between the cut segments. A bend to the capture wire was observed approximately 90 cm from the distal rim of the sheath. The torque shaft of the h1 outside of the proximal port of the sheath hub showed the distal flush tool broken and the torque shaft separated/cut exposing the drive shaft. The proximal end of the torque shaft was not connected to the thumb switch assembly. It was showed the torque shaft and drive shaft cut at approximately 160 cm from the distal tip. The ptfe of the spider fx was scraped away at areas of the observed bending. Likely due to encountered excessive friction. The proximal end of the torque and drive shaft showed a ductile fracture face. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone and a spiderfx with a 6fr sheath to treat a moderately calcified 80% stenosed plaque lesion in the mid left tibial/popliteal trunk with little tortuosity. The IFU was followed. The vessel was pre-dilated. Resistance was encountered when advancing the device. It was reported that the spiderfx got stuck in the hawkone and they both were removed from the patient together. The patient complained of backpain, but no treatment was given.